Manufacturer narrative:
The patient¿s date of birth was on an unknown date in 1934. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient's caregiver changed. The patient was hospitalized for peritonitis. Treatment details were not reported. Action taken with dianeal therapy was not reported. The patient's recovery status and outcome of the event were unknown. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
The patient was treated with unspecified antibiotics (drug names, doses, routes, and frequencies not reported) for peritonitis. Twenty days prior to the receipt of this report, the antibiotics were discontinued. At the time of this report, the patient recovered. Should additional relevant information become available, a supplemental report will be submitted.